Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation, the battery was unable to power on a monitor. Upon evaluation, the battery pack tri-cells were depleted (1.6v). The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery (B)(4) to report that the battery was unable to power on a monitor.